Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.

Event description:
It was reported that the patient had arrested, passed out, and hit their face at home. The patient had a major bruise on their right eye. It was noted that the patient was extubated and was unclear whether the arrest was due to patient¿s complete heart block or an actual arrhythmia. It was found that the device no longer paced, no telemetry could be established, and the device was completely dead. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 350973 lead, implanted: (B)(6) 2008. (B)(4).